Event description:
Reporter alleged, customer obtained discrepant blood glucose values of 311 mg/dl on customer's advantage system compared to a result of 111 mg/dl on the nurses station system when testing was performed within 5 minutes. Reporter stated, the comparison was performed within 10-15 minutes after a back to back comparison of 362 mg/dl versus 411 mg/dl was performed on the customer's same advantage system. No actions were taken or treatment reported. A request was made for the return of the suspect device and replacement product was sent.